Event description:
A review of service data detected a reportable event. During servicing of the monitor, which was returned for routine maintenance, it was discovered that the monitor would not pass all functional tests. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device eval of the monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The last pt to use this monitor did not report any problems.